Event description:
It was reported that the patient complained of nausea and vomiting. A transmission noted the right ventricular (rv) lead with a slight increase in capture threshold that coincided with a decrease in impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).